Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on friday, they got their implantable neurostimulator (ins) battery replaced and their new external equipment and things seemed to be working fine, but when they woke up on saturday morning) (B)(6) 2026, their right hand was completely numb and tingly and they couldn't do anything with it. The patient stated it was right back to where it was before they had the implant done. Patient denied having had any falls or traumas. Patient stated they were trying to increase the stimulation on their right side and they had been able to do so, but they weren't able to feel the stimulation when they increased the stimulation. Patient said in the past if the healthcare provider (hcp) increased their stimulation they would usually feel stim when they did it but the patient wasn't feeling anything. Patient services did not ask any further questions regarding this comment as the patient was reporting medical history and patient services was focused on the reason for call. Patient services reviewed therapy expectations and programming considerations with the patient and redirected the patient to follow up with their managing health care provider to further address the issue. Patient services sent the patient physician listings at the patient's request. Patient to follow up with an hcp regarding their symptom concerns.